Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision, where the physician moved the pocket to the left hip. The patient is reportedly doing well.